Event description:
Boston scientific received information that during routine follow-up, the local boston scientific field representative noted that this implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) pacing lead impedance (pli) for the right atrial (ra) lead, several times over the past year. Patient was in atrial fibrillation (af) and had some ventricular tachycardia (vt) events. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.